Event description:
1 day after a drug eluting stenting procedure the pt experienced a myocardial infarction (mi) and 14 days later the pt expired. The lesion being treated was a 3.0 mm 75% stenoses mid left anterior descending (mid lad) artery. The lesion was predilated. The physician place a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in the mid lad. The next day the pt experienced a non q-wave mi. In the opinion of the physician the relationship of the mi to the taxus stent is "unk", and the relationship to the target vessel is "unk" sixteen days later, the pt expired. There was no autopsy. The cause of death is listed as venticular fribrillation. In the opinion of the physician the relationship of the death to the target vessel is "not known".